Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. Review of the supplied x-rays confirmed that the taper connection between the sleeve and sleeve adapter are disengaged. At the time of disengagement, the position of the femoral sleeve suggests it may have proximally subsided into the femoral canal. The investigation could not draw any conclusions about the root cause of the device subsidence or disengagement with the information available. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address disengagement of the stem from the sleeve adapter from the femoral sleeve.